Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was transplanted on (B)(6) 2012. The pump was sent back due to the patient experiencing hemolysis during the months prior to the transplant. The hospital suspected pump thrombus.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.